Manufacturer narrative:
(B)(4) - animal. PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow-up report will be submitted.

Event description:
The customer reported that several of the monomend mt sutures have broken; some while tying knots with minimal tension. It was also reported that one patient (animal) had an anastomosis surgery that herniated, which had to be repaired three times. This event was received from an animal clinic.

Manufacturer narrative:
Manufacturing evaluation - samples received: none analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.